Event description:
It was reported that a boston scientific device was implanted.according to the complainant, the patient experienced an unknown injury.additional information received from the physician's office on (B)(6), 2013 noted that the patient was seen on (B)(6), 2008 and complained of pain and discomfort.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.